Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's internal battery and system board needs to be replaced to address the issues. In addition of the above evaluation, the device's blower assembly, blower bellows, machine flow sensor, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, and muffler assembly will need to be replaced due to contamination, which was not related to the malfunction/issue.